Manufacturer narrative:
The pump was received with currents in spec. The pump passed the self-test and unexpected error alarm test. There was no unexpected restart error alarm. The motor error alarmed during basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. There were minor scratches to the lcd window, cracked case near the display window corners, cracked reservoir tube lip. There was no blank display noted.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump went dead. The customer states they had received unexpected restart alarm prior to the pump going blank. The customer states they had reverted to manual injections. The customer's blood glucose level was reported to be 136mg/dl. Troubleshoot was conducted and the pump would not power on. The customer was advised the pump would be replaced and returned for analysis.